Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was also noted that charging the ipg caused increased pain. A fluoroscopy image was taken and showed that the ipg had migrated. The patient was prescribed pain medication.